Event description:
It was reported that one 150ml intravia empty container was observed with particulate matter inside of the filling port. This observation was made prior to filling. This event did not involve a patient. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The affected sample was received for evaluation against the reported condition of particulate matter inside of the fluid pathway. The initial visual inspection confirmed this condition as black marks were observed at the filling port. The cause of the reported condition was determined to be related to defective material and poor illumination where the operators perform visual inspections. In order to resolve this issue, additional lighting was installed at the inspection stations. Additional awareness training was also provided regarding the reported condition. Should additional relevant information become available, a supplemental report will be submitted.